Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy due to atrial fibrillation with rapid ventricular response. High, out of range high voltage lead impedance was also observed in the episodes, however, in-clinic impedance measurements were in normal range. The system was explanted and replaced.